Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after receiving inappropriate atp and high voltage therapy due to atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information is available at this time.

Event description:
Additional information received indicated that the patient was stable after the event.